Manufacturer narrative:
Section a2, a3, a4, a5 and a6: patient demographics were requested, but not provided. Section d6a: if implanted, give date: not applicable, as device is not an implantable device. Section d6b: if explanted, give date: not applicable, as device is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code, 4581 - opaque bubble layer. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that during the side cut phase of the procedure, suction was lost, and no error code was displayed. Staff questioned whether the patient moved, but no obvious movement or visible issues with the patient interface were observed. The procedure was not successfully completed. The patient was scheduled to return for photorefractive keratectomy within the next two months. While no injury or surgical intervention was required, bubbles were observed under the cornea. The suction loss occurred after the laser fired, and the patient interface was disposed. No further information provided.